Event description:
Procedure type: colectomy. According to the reporter: the surgeon performed a resection of the right, ascending colon and colo-colostomy anastomosis with a (B)(4). When attempting to close the enterotomy with a (B)(4), the staples did not advance from the instrument and were not formed when the surgeon closed and fired the instrument. The staples deployed and were properly formed. The cartridge piece came off the end of the instrument as they were being deployed, with the staple pushers. All appropriate visual and audible evidence indicated the correct firing of the instrument. Anastomosis needed to be cut out and re-stapled from the beginning, re-applying the (B)(4) and finally the (B)(4) with success.

Manufacturer narrative:
(B)(4).